Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted on may 11, 2017.

Event description:
Per the clinic, the patient experienced chronic middle ear disease leading to device non-use. Subsequently the device was explanted on (B)(6) 2017.